Event description:
It was reported that the device was explanted due to oversensing on both atrial and ventricular egms, which led to inappropriate shocks. The patient's wife later reported that, on two occasions, her husband was awakened with "sharp pains in his heart" and was taken by ambulance to the ER. A month later, the pt clutched his chest, fell to the ground, and was taken to the ER. His wife states he felt 13 "painful shocks". She said the rep said there were "discrepancies" noted at interrogation and there were 23 unnecessary shocks during the past month. The wife says that during the first two hospitalizations, no device interrogation was performed. Additional information was received from the hospital indicating that the patient had recurrent runs of ventricular tachycardia, and during his first hospital admission in november, the device treated the vt appropriately. However, a device malfunction was indicated in subsequent hospital notes.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found. It was reported that the device was explanted due to oversensing on both atrial and ventricular egms, which led to inappropriate shocks. The patient's wife later reported that, on two occasions, her husband was awakened with "sharp pains in his heart" and was taken by ambulance to the ER. A month later, the pt clutched his chest, fell to the ground, and was taken to the ER. His wife states he felt 13 "painful shocks". She said the rep said there were "discrepancies" noted at interrogation and there were 23 unnecessary shocks during the past month. The wife says that during the first two hospitalizations, no device interrogation was performed. Additional information was received from the hospital indicating that the patient had recurrent runs of ventricular tachycardia, and during his first hospital admission in november, the device treated the vt appropriately. However, a device malfunction was indicated in subsequent hospital notes. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications device operated according to specifications interference oversensing shock, inappropriate.